Event description:
Healthcare professional reported "rupture" and "patient concern with the product" against right device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, d.9, g.2, h.3, h.6.

Event description:
The device has been explanted and replaced.

Event description:
Healthcare professional reported "rupture" and "patient concern with the product" against right device. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell and missing piece of the shell. A microscopic analysis was performed which identify a sharp edge broken assessed as unidentified tear broken and missing piece of the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken sharp in the posterior side assessed as unidentified (tear) opening. Missing piece of the shell assessed as inconclusive.